Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was removed for infection and erosion and the endotak transvenous defibrillation lead was removed for infection.